Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter not found message occurred after the transmitter was already paired. No medical intervention was reported. Additional event or patient information is not available. The transmitter was returned for evaluation. An exterior visual inspection was performed and the test passed. Voltage testing was performed and the transmitter had no voltage, a pairing test was performed and the test passed. Functional testing was performed and the test passed. A review of the data log observed that the device being used was unable to detect the transmitter. A root cause could not be determined.